Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failures. Blood glucose was 5.2 mmol/l. Customer is able to complete pump rewind. Customer reported that error table indicates the insulin pump should be replaced. It was advised to discontinue use of the pump and to revert to her back up plan per healthcare provider instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the self test and displacement test. Pump trace download confirmed pump error 63, problem isolated to the keypad.